Event description:
It was reported the customer's batteries were not lasting on their insulin pump. Customer stated their battery only lasted for one week. The customer also reported a blank display on their insulin pump after replacing their battery. Troubleshooting did not find any damage to the customer's battery compartment. Customer also stated their battery cap was not lining up or securing completely on their insulin pump. Troubleshooting was able to retrieve the customer's display. Customer's blood glucose was unknown. The customer was sent a replacement battery cap and advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.